Event description:
A nurse contacted baxter (B)(4) for assistance with ending a home patient's (hp) therapy, because the hp was connecting himself then dropped the patient line, re-connected himself and pressed go to start the initial drain. The technical service representative (tsr) assisted with ending therapy. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of an use error - breach in aseptic technique was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Manufacturer narrative:
(B)(4). The use error - breach in aseptic technique was not confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.